Manufacturer narrative:
510(k) number: k142688. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1805109 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1805109. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the distal part of the needle breaking due to the difficult target site as per the additional information. The actual lesion could have been hard leading to the needle breaking and the portion of the needle remaining in the lesion. Complaint is confirmed based on customers testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. A section of the device did remain inside the patient¿s body. Tip of the needle into pancreas lesion they could not remove it. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on the (B)(6) and an update to the investigation conclusions. Initial report details: tip of the needle broken tip of the needle broken first case - pancreatic tumor "as per cc form": first examen, dr punctionned a pancreatic lesion. Lesion localization was not easy, scope bended and dr used elevator for attending the lesion. He punctionned two times without pb samples were not enough for dr and he decided to make a third passage. When he finished he removed the needle from the scope and he discovered that tip of the needle was broken into the lesion. Patient was going well but with a part of the needle in the body cases performed by the same dr with same nurse and with 2 different eus scope in 2 different localization. Same reference and same lot number a section of the device did remain inside the patient¿s body. Tip of the needle into pancreas lesion they could not remove it the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Nac 4. If not with the device in question, how was the procedure performed and/or finished? They took another needle 5. Was the device used in a tortuous position? A little 6. Are images of the device or procedure available? Yes 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? Normal for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentas eus 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? Normal 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Nac 14. Was the syringe used during the procedure, after the stylet was removed? Yes 15. Was difficulty experienced while retracting the needle? No 16. Was it possible to fully retract before removing the needle from the patient? No 17. Was gaining access to the target site difficult? Yes 18. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 19. Was puncture of the target site difficult? Yes 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? 3 22. Did any section of the device detach inside the patient? Yes 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope?no 26. If the device is a procore, is the kink located distally at the notch / core trap? Core trap

Manufacturer narrative:
510(k) number: k142688. The investigation is still in progress, a follow up report will be submitted to include the investigation conclusions.

Event description:
Additional information received 20-may-2021, confirming the date of event is on (B)(6) 2021. This supplement report is being submitted to capture this updated information within section b3 & f6.

Manufacturer narrative:
510(k) number: k142688. The investigation is still in progress, a follow up report will be submitted to include the investigation conclusions.

Event description:
Tip of the needle broken tip of the needle broken. First case - pancreatic tumor. "As per (B)(4) ": first examen, dr punctionned a pancreatic lesion. Lesion localization was not easy, scope bended and dr used elevator for attending the lesion. He punctionned two times without pb samples were not enough for dr and he decided to make a third passage. When he finished he removed the needle from the scope and he discovered that tip of the needle was broken into the lesion. Patient was going well but with a part of the needle in the body. Cases performed by the same dr with same nurse and with 2 different eus scope in 2 different localization. Same refence and same lot number. A section of the device did remain inside the patient¿s body. Tip of the needle into pancreas lesion they could not remove it. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Nac. If not with the device in question, how was the procedure performed and/or finished? They took another needle. Was the device used in a tortuous position? A little. Are images of the device or procedure available? Yes. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? Normal. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentas eus. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? Normal. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Nac. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? No. Was gaining access to the target site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was puncture of the target site difficult? Yes. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? 3. Did any section of the device detach inside the patient? Yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope?no. If the device is a procore, is the kink located distally at the notch / core trap? Core trap.